Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, 30 days postoperative from suturing perineum that was cut laterally, the suture was malabsorbed, affecting the healing of the incision. The suture was removed.